Manufacturer narrative:
The pump was monitored for 24 hours with 2.0 basal rates, passed unexpected restart test. There was no unexpected restart or software error alarm noted during testing. The pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube window thru reservoir tube. (B)(4).

Event description:
The customer reported via phone call of issues with software error alarm and unexpected restart alarm. The customer's blood glucose level at the time of incident was 564mg/dl. The customer states they tried to treat the high with the pump. Troubleshoot was conducted and the alarms were confirmed in the pump alarm history. The customer was advised the pump would be replaced and returned for analysis.